Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative retrieved the error log files, and removed metal strands from under the interconnect cable connection cover and performed a successful arc test and checked the 5vdc circuit voltage as well as reseated the printed circuit board connectors. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would produce a black screen. No pt injury was reported.